Event description:
It was reported that the ilet user experienced a prolonged perception of low glucose followed by hyperglycemia, with momentary lows per reports and a peak glucose of 274 mg/dl after self-treating the perceived low with approximately 60 grams of sugar over 30 minutes; education was provided to treat lows with 15 grams of fast-acting carbohydrate and recheck in 15 minutes, and blood glucose questionnaires were completed for both the low and high events. Symptoms included low and high blood glucose. Outcomes included troubleshooting and education completed, with additional training requested regarding low events and pump use. Investigation included review of available event details and user-reported behavior. Investigation of this case revealed no device malfunction and suggested user management of hypoglycemia with excessive carbohydrate intake as the likely contributor to subsequent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.